Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device interrogation, it was determined that the implantable cardioverter defibrillator (ICD) did not deliver therapy during a ventricular tachycardia (vt) episode. A collected electrogram indicated a vt was detected as atrial tachycardia/ atrial fibrillation (at/af) by the discriminator and did not deliver therapy. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.